Manufacturer narrative:
H11: per the customer¿s response, it is unknown whether there was deviation from instructions for use related to the reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed along with a brown foreign object attached near the adhesive of the a-rubber. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring at the biopsy channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: grip has a scratch; air/water cylinder has no color; suction cylinder has no color; switch1 has a pinhole; switch box has a scratch; right/left knob has a scratch; upwards/downwards knob has a scratch; scop cover has a crack; air/water cylinder has foreign objects; scope cover unit has a scratch; scope cover case unit has a scratch; plug unit has a scratch; due to damage on channel tube, water tightness is lost; due to a scratch on distal end cover, insulation resistance value at distal end does not meet the standard value; image guide protector has a scratch; air/water tube has foreign objects; objective lens has a crack; light guide lens has a crack; light guide lens has foreign objects; connecting tube has a buckling; and universal cord has a wrinkle. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited air/water tube and air/water cylinder and light guide lens had foreign objects. There were no reports of patient involvement.